Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported a false "leads off" message and no co2 waveform during a cardiac code. The customer reported that the patient died. Additional information has been requested from the customer.

Manufacturer narrative:
Correcting report sources.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator did not display the etco2 waveform during a cardiac code. During this event, this device also showed false "leads off" messages which is addressed in a separate complaint (B)(4). (B)(4) also addresses that the involved patient died. During CPR rescue efforts, ems staff placed defibrillator pads for monitoring the ECG waveform, inserted an airway and placed the patient on an external chest compression system. The etco2 numeric was generated and displayed; no etco2 waveform was displayed. A philips repair bench technician evaluated the device and was unable to duplicate the issue. Philips is unable to determine the cause of the reported symptom. The device passed all performance assurance tests and was placed back into use with the customer. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.